Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. PMA / 510(k) #: no information available on device to confirm applicable 510(k). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a nasal dermoid excision procedure, the drill caused a severe full thickness burn on the patient's face.